Event description:
It was reported that the device experienced possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: product ID 419588 implantable pacing lead implanted: (B)(6) 2009; product ID 559453 implantable pacing lead implanted: (B)(6) 2009; product ID 694458 implantable tachy lead implanted: (B)(6) 2009. (B)(4).